Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/perforation (fallopian tube(s))"), device dislocation ("migration") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 44-year-old female patient who had essure (batch no. 627435) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included libido decreased, dysfunctional uterine bleeding, diarrhea, yeast vaginitis, diarrhea, sinusitis and dizziness. Concurrent conditions included ovarian cyst. Concomitant products included fluoxetine hydrochloride (prozac). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2016, 7 years 3 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), migraine ("migraines"), fatigue ("fatigue"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (on (B)(6) 2016, a pelvic surgery, salpingectomy (bilateral) was done.) And surgery (on (B)(6) 2016, a pelvic surgery, salpingectomy (bilateral) was done.). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, intra-abdominal haemorrhage, migraine, fatigue, dyspareunia and dysmenorrhoea outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered allergy to metals, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, intra-abdominal haemorrhage, menorrhagia, migraine, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2018, small bilateral physiologic ovarian cyst and paratubal cyst. Bilateral tubes noted on the left side. There is perforation of the distal part of the essure through the fallopian tube, barely covered with serosa. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal haemorrhage, fallopian tube perforation and lower abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of ptc. After internal review, company causality was amended. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/perforation (fallopian tube(s))"), device dislocation ("migration") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 44-year-old female patient who had essure (batch no. 627435) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included libido decreased, dysfunctional uterine bleeding, diarrhea, yeast vaginitis, diarrhea, sinusitis and dizziness. Concurrent conditions included ovarian cyst. Concomitant products included fluoxetine hydrochloride (prozac). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2016, 7 years 3 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain/pain"), abdominal pain ("severe cramping / abdominal pain"), migraine ("migraines"), fatigue ("fatigue"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (on (B)(6) 2016, a pelvic surgery, salpingectomy (bilateral) was done.) And surgery (on (B)(6) 2016, a pelvic surgery, salpingectomy (bilateral) was done.). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, intra-abdominal haemorrhage, pelvic pain, abdominal pain, migraine, fatigue, dyspareunia and dysmenorrhoea outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, intra-abdominal haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2018, small bilateral physiologic ovarian cyst and paratubal cyst. Bilateral tubes noted on the left side. There is perforation of the distal part of the essure through the fallopian tube, barely covered with serosa. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal haemorrhage, fallopian tube perforation and lower abdominal pain. Most recent follow-up information incorporated above includes: on 12-apr-2018: pfs and medical record received. Event verbatim was updated as perforation/perforation (fallopian tube(s)) and pt was updated as fallopian tube perforation. New events added- abnormal bleeding (vaginal, menorrhagia), nickel allergy, dysmenorrhea (cramping) and did not undergo an essure confirmation test. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain ("severe cramping / abdominal pain"), migraine ("migraines"), fatigue ("fatigue"), dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (a pelvic surgery on (B)(6) 2016). At the time of the report, the perforation, device dislocation, intra-abdominal haemorrhage, pelvic pain, abdominal pain, migraine, fatigue and dyspareunia outcome was unknown. The reporter considered abdominal pain, device dislocation, dyspareunia, fatigue, intra-abdominal haemorrhage, migraine, pelvic pain, perforation and vaginal discharge to be related to essure. The reporter commented: patient underwent a pelvic surgery to try and alleviate the symptoms incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.